Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced fluid retention and edema. Examination/palpation on (B)(6) 2012 revealed that the patient was complaining of retaining fluid in his lower abdomen and lower extremities. On the same date, a pump decrease was done and lasix 20mg orally every day for 7 days was administered. The etiology was indicated to be related to the increased dose of morphine. The device system was used to deliver morphine. It was later reported that examination/palpation on (B)(6) 2013 revealed that the lower extremity edema had improved. On (B)(6) 2013, examination/palpation revealed fluid retention. On the same date, a pump decrease was done. On (B)(6) 2013, a pump decrease was done. On (B)(6) 2014, examination/palpation revealed some improvement in the swelling. On the same date, a pump decrease was done. The event was indicated to be ongoing. The patient¿s infusion therapy was suspended as of (B)(6) 2014. The entire device system was explanted on (B)(6) 2014 and disposed of according to biohazard instructions. The explant was due to continuing fluid retention. Event outcome was ongoing with no further action needed.